Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was dropped and that the reservoir would not stay in place. She also reported that the screen was scratched. The blood glucose reading was 189 mg/dl.